Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka surgery on (B)(6) 2018, firstly, the surgeon implanted the insert after the fixing the tibia and the patella by cement. Then, when the surgeon tried to insert the femoral implant, the surgeon found that the insert was rotating by protruding the outside, and there was something interfering with the insert. The surgeon tried to make the insert inward by turning the patient¿s knees but the insert could not be rotated. Then the inside of the femur was fractured when the surgeon pushed the insert forcibly. The surgeon decided that the surgery was aborted and postponed after cementing the femoral implant. There was less than 30 min. Surgical delay. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.